Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ('micro remnants of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary sarcoidosis in 2018, multi gravida, parity 2 and arterial hypertension. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ligament pain ("ligament pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), gastrointestinal disorder ("intestinal syndromes") and asthenia ("asthenia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral cornuectomy via laparoscopy). Essure was removed on (B)(6) 2022. At the time of the report, the device breakage outcome was unknown and the ligament pain, arthralgia, myalgia, gastrointestinal disorder, asthenia and weight increased was resolving. The reporter considered arthralgia, asthenia, device breakage, gastrointestinal disorder, ligament pain, myalgia and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ('micro remnants of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary sarcoidosis in 2018, multi gravida, parity 2 and arterial hypertension. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ligament pain ("ligament pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), gastrointestinal disorder ("intestinal syndromes") and asthenia ("asthenia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral cornuectomy via laparoscopy). Essure was removed on (B)(6) 2022. At the time of the report, the device breakage outcome was unknown and the ligament pain, arthralgia, myalgia, gastrointestinal disorder, asthenia and weight increased was resolving. The reporter considered arthralgia, asthenia, device breakage, gastrointestinal disorder, ligament pain, myalgia and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ('micro remnants of essure') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary sarcoidosis in 2018, multi gravida, parity 2 and arterial hypertension. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ligament pain ("ligament pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), gastrointestinal disorder ("intestinal syndromes") and asthenia ("asthenia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral cornuectomy via laparoscopy). Essure was removed on (B)(6) 2022. At the time of the report, the device breakage had resolved and the ligament pain, arthralgia, myalgia, gastrointestinal disorder, asthenia and weight increased was resolving. The reporter considered arthralgia, asthenia, device breakage, gastrointestinal disorder, ligament pain, myalgia and weight increased to be related to essure. The reporter commented: broken parts recovered from uterine horn. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2022: breakage questionnaire received. Event outcome updated, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.